Event description:
It was reported that when using the bd pyxis¿ medstation¿ es sicu drawer failed. A technician attempted to resolve the issue; however, the drawer could not be recovered and remained non-functional. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer inspected the latch assembly and found no defects, inspected the drawer rails and identified a loose screw that had backed out, likely causing the rails to bind and stick, tightened the screw and replaced the missing slide bumpers. The customer successfully recovered the drawer and performed an inventory test, which completed successfully. The system functioned as intended after the field service engineer repaired the device.